Manufacturer narrative:
(B)(4).

Event description:
Customer reported patient may have had a reaction to the antimicrobial coating on the catheter. It was reported the patient had an anaphylactic response to something in the pre-op area and was treated with medication and the catheter was removed. The patient recovered. The patient's condition was reported to be fine.

Manufacturer narrative:
Qn #(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The instructions-for-use provided with this kit states, "the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine acetate , silver sulfadiazine, and/or sulfa drugs." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. The customer did not report details of the patient's allergies or sensitivites. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported patient may have had a reaction to the antimicrobial coating on the catheter. It was reported the patient had an anaphylactic response to something in the pre-op area and was treated with medication and the catheter was removed. The patient recovered. The patient's condition was reported to be fine.